Event description:
A report was received that a pt's midline incision opened up and is scheduled for a revision. The incision opened up because it was not closed properly before. During the revision, the physician found the leads coiled underneath the skin. The physician repositioned the leads and created a pocket for them to sit it. Nothing was implanted or explanted from the pt. The bsn sales rep reprogrammed the pt, and the pt is reportedly doing well after the revision surgery.

Manufacturer narrative:
This is the final report.